Event description:
Ten days after implantation, the polyethylene insert went out of the lagoon cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.